Manufacturer narrative:
A product investigation was completed: the bent complaint condition was able to be confirmed. One of the distal phalanges of the dts guide was very slightly bent inwards. A visual inspection, functional test, device history records review, and drawing review were performed as part of this investigation. The relevant product drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. A root cause could not be determined for the screw module and the dts guide as the circumstances at the time of use are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The malfunctions for all of the parts were assessed and it was determined only the bent drill/tap and screw guide with post met the criteria of a reportable event.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part 03.613.001, lot 9479627. Manufacturing site: (B)(4). Manufacturing date: 04 sep. 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the following instruments were discovered to be malfunctioning: two screw inserters t8 self-retaining/qc are not self-retaining screws any longer (the devices were tried with unknown screws). The lid locking mechanism on one module for ti zero-p va screws is broken -not functioning properly/not holding the screws in any longer. Four insertion screwdrivers self-retaining are not self-retaining screws any longer (the devices were tried with unknown screws). And one drill tp/screw guide with post looks as if it is slightly bent. This was identified when sets were inspected in sterile processing. No procedure or patient involvement. This complaint involves one device. This report is 1 of 1 for (B)(4).